Event description:
Patient had hip replacement in 1996, cup looked like it had osteolysis, so plan was to replace head and liner. During case cup was loose and replaced.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The shell was received with the liner still assembled. Patchy beaded coating was observed on the outer surface of the shell, consistent with long term service in vivo. Damage was observed on the outer rim of the shell likely sue to attempted disassembly of the liner from the shell. Dimensional and functional inspections were not performed as there is no indication the event is related to a dimensional or functional issue as the device was implanted without issue and in service for 19 years. Clinician review of the provided information determined the likely root cause of the revision to be osteolysis and loosening of the shell secondary to poly wear. The consulting clinician stated that acetabular liner wear 19 years after implantation is not unexpected. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Patient had hip replacement in 1996, cup looked like it had osteolysis, so plan was to replace head and liner. During case cup was loose and replaced.